Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual devices were not available; therefore a device analysis could not be performed for those samples. However, two (2) retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed and no issues were noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink IV access valves leaked from an unspecified location. This was identified during priming. There was no patient involvement. No additional information is available.